Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿battery: battery / (B)(4)/ model #:1650de / expiration date: 2017-10-31. UDI #: asku. Device available for evaluation?: yes, return date: 2018-04-23. Device evaluated by MFR?: no, device evaluation anticipated, but not yet begun. Mfg date: 2018-05-01. Labeled for single use?: no. (B)(4). Heartware ventricular assist system ¿battery: battery /(B)(4)/ model #:1650de / expiration date: 2017-10-31. UDI #: asku. Device available for evaluation?: yes, return date: 2018-05-01. Device evaluated by MFR?: no, device evaluation anticipated, but not yet begun. Mfg date: 2016-10-31. Labeled for single use?: no. (B)(4). Heartware ventricular assist system ¿battery: battery / (B)(4)/ model #:1650de / expiration date: 2017-10-31. UDI #: asku. Device available for evaluation?: yes, return date: 2018-05-01. Device evaluated by MFR?: no, device evaluation anticipated, but not yet begun. Mfg date: 2016-10-31. Labeled for single use?: no. (B)(4). Heartware ventricular assist system ¿battery: battery / (B)(4)/ model #:1650de / expiration date: 2017-12-31. UDI #: asku. Device available for evaluation? : yes, return date: 2018-05-01. Device evaluated by MFR?: no, device evaluation anticipated, but not yet begun. Mfg date: 2016-12-31. Labeled for single use?: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was power switching, and there were critical battery alarms on one battery. The batteries were at greater than 25% capacity. The controller and batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller and four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. The returned controller, (B)(4), passed functional testing. Visual inspection of the controller under 10x magnification revealed hairline cracks surrounding power port 1 and power port 2. An internal visual inspection did not reveal fluid ingress. The hairline cracks are not related to the reported event. Based on an investigation, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log file analysis revealed that the controller, (B)(4), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed premature power switching due to a communication error involving (B)(4). Additionally, analysis of the alarm log file revealed one (1) critical battery alarm due to a communication error involving (B)(4) within the analyzed period. As a result, the reported power switching and critical battery alarm events were confirmed. The most likely root cause of the reported events can be attributed to communication errors between the controller and battery. Additional products: battery / (B)(4). H6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery / (B)(4). H6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery / (B)(4). H6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 4307 battery / (B)(4). H6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections:product event summary: one (1) controller ((B)(4)) and four (4) batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. The returned controller, (B)(4), passed functional testing. Visual inspection of the controller under 10x magnification revealed hairline cracks surrounding power ports one (1) and two (2). An internal visual inspection did not reveal fluid ingress. The observed hairline cracks are not related to the reported event. Based on an internal investigation conducted, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log file analysis revealed that the controller, (B)(4), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed premature power switching events due to communication errors involving (B)(4). Data log files also revealed multiple instances involving (B)(4) where the batteries¿ relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. Additionally, analysis of the alarm log file revealed multiple critical battery alarms due to communication errors involving (B)(4) within the analyzed period. As a result, the reported events were confirmed. The most likely root cause of the reported power switching event can be attributed to communication errors between the controller and batteries. The most likely root cause of the critical battery alarms can be attributed to communication errors between the controller and battery. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. Additional products: serial#: (B)(4). FDA results code(s): 3213. FDA conclusion code(s): 4307. Serial#: (B)(4). FDA results code(s): 3213. FDA conclusion code(s): 4307. Serial#: (B)(4). FDA results code(s): 3213. FDA conclusion code(s): 4307. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Logfile review indicated that four batteries also had communication errors.